Event description:
The account alleged no head function on the bed, but the head down will work when using CPR.

Manufacturer narrative:
The technician replaced the head up and down valves to repair the bed.